Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel. Boston scientific technical services provided trouble shooting recommendations. The rv lead is a competitor product. This crt-d remains in service. No adverse patient effects were reported.